Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that he was admitted to the hospital and diagnosed with cellulitis and (B)(6). He experienced a burning sensation while wearing the pod. When the pod was removed, there was blood in the area, the cannula was bent, and the patient felt a bump. His blood glucose at the time was 91mg/dl. Treatment included an IV of three different kinds of antibiotics, including ceftriaxone and doxycycline. The pod was worn on the arm for between 24 and 36 hours.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.